Event description:
Balloon pierced 4 yrs after procedure. Although complainant reported that pt was injured as a result of the incident, it was also reported that the device was not used on a pt and the pt's condition is unknown. The MFR has requested clarification of the info received however rptr had no reply to date.

Manufacturer narrative:
H-10 info a3/e2 were provided on intial report.